Manufacturer narrative:
The reported event of a loss of communication between the patient application and the implanted device was confirmed. Based on the review of the provided system logs and the patient application logs it was determined that the device entered ble lockout due to too many unsuccessful connection attempts. The root cause for the unsuccessful connection attempts could not be determined. Ble lockout occurs as a part of cybersecurity measures and is not indicative of a device malfunction.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired by interrogating with the programmer. The patient was stable.

Manufacturer narrative:
Further information requested, but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.